Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged, and subsequently the pump shutdown. Reportedly, the pump was hot to the touch near the pump usb port despite being in room-temperature conditions and "smelled like electrical burn." It was unknown if the cause of the smell was related to the tandem charging cable, pump, or outlet. The customer's blood glucose level was 458 mg/dl. The customer reverted to an alternate method of insulin therapy.